Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the tandem usb cable. Additionally, it was reported that the battery was fluctuating. Customer's blood glucose was 360 mg/dl. Customer continued to use the pump for insulin therapy.